Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not malfunction as previously stated.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the persona tibial articular surface instrument cracked during the surgery. Surgical technique was followed. All pieces were retrieved from patient. There was no patient harm and no delay in surgery.